Manufacturer narrative:
The insulin pump passed rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that they did not receive a replacement insulin pump. During the phone call, the mother reported the customer's blood glucose was 423 mg/dl. Troubleshooting did not occur for the customer's blood glucose. The mother did not provide details of treatment for the customer's high blood glucose. The insulin pump will not be returned for analysis.